Manufacturer narrative:
(B)(4). Specific product information and sample availability are unknown at this time. Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm that occurred during fill 4 of 5 was confirmed due to a use error by the patient. The cause was determined to be use error-the result of the patient unhooking the heater line and connecting another bag during therapy. The label review found the labeling adequate for the use error in this complaint. Additional investigation is being conducted through (B)(4).

Event description:
A home patient (hp) reported to baxter's global technical services a check lines and bags alarm that occured on a homechoice machine during refilling heater of fill 4 of 5. The hp stated he was using 4 bags. The hp stated he removed the heater bag and connected another bag to the heater line. The technical service representative (tsr) explained the set up was compromised and assisted with ending therapy. The hp confirmed to notify his nurse of the incident. There was no report of patient injury or medical intervention.